Manufacturer narrative:
Of the 9 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture in the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 50-220 pounds and between 10 and 59 years of age. Of the reported patients, 2 were male, 7 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 4 instances of keypad/tactile w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.